Event description:
The accounts biomed stated that the power supply circuit board is corroded due to fluid ingress.

Manufacturer narrative:
A power supply circuit board was sent to the account. Repairs have not been completed.